Event description:
It was reported that the patient presented in the emergency room. Upon review, the patient's leadless pacemaker exhibited loss of capture. A CT scan was performed to confirm the location of the device. The device was deactivated and a traditional pacemaker was implanted. The patient was stable.

Event description:
It was reported that the patient presented in the emergency room due to syncope. Upon review, the patient's leadless pacemaker exhibited loss of capture. A CT scan was performed to confirm the location of the device. The device was deactivated, and a traditional pacemaker was implanted. The patient was stable.